Event description:
It was reported that, during a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were observed on the device. Abbott technical support (ts) was contacted and recommended leaving the device settings as programmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.